Event description:
It was reported that the "up" and "down" buttons require multiple presses.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/29/2011 with the following findings: the 'up' and 'down' buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be leaking.